Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor issues occurred. Data was evaluated and the allegation was confirmed as a loss of connection over one hour. The probable cause was the patient closed the mobile app. The reported event of unknown sensor issues is reportable based on the finding of loss of connection for over one hour. No injury or medical intervention was reported.